Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the protégé everflex self-expanding peripheral stent with entrust delivery system. Survey results are received for a vascular surgeon practicing in spain. The physician has been using the protégé everflex self-expanding peripheral stent with entrust delivery system since 2015. The protégé everflex self-expanding peripheral stent with entrust delivery system was utilized in 20 procedures for treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries. During use of the protégé everflex self-expanding peripheral stent with entrust delivery system for treatment of lesions that appear to be at high risk for restenosis following pta in the subclavian arteries, restenosis events due to progression of atherosclerosis occurred and thrombosis or occlusion of the stent due to progression of atherosclerosis and inactivity of antiplatelet treatment events were reported. All of these events related to the protégé everflex self-expanding peripheral stent with entrust delivery system were deemed device related. Both of these reported complications were reported to be very concerning.